Manufacturer narrative:
The device was received with cracks in the top and bottom housing. The device generated an 0xcd hazard alarm, indicating low voltage detection by analog comparator 1. The battery voltages were measured to be lower than expected. The investigation found corrosion on the pcb. The fluid path test was run and no leaks were observed. The pcb corrosion can be confirmed as the cause of the low battery voltages, however the source of the internal fluid and corrosion could not be determined. It could not be determined if the fluid entered the device through the cracks in the housing and the timing of the housing damage could not be determined. It could not be conclusively determined if the pcb corrosion caused the reported 0xcd hazard alarm. The exact cause of the reported 0xcd hazard alarm could not be determined. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 18.6. Hardware: iphone 17.5. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that after approximately 36-48 hours of wear on the abdomen, the pod emitted a hazard alarm instructing the user to replace it. The patient¿s blood glucose levels were reported at approximately 55 mg/dl at the time of the event. There was no medical intervention reported in relation to this event. The device was returned for investigation, and housing cracks and internal component corrosion were identified.